Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the gantry motion controller was replaced to resolve the reported issue. The representative also found natural wear and tear on the interface (umbilical) cable for the system and the cable was replaced proactively. The imaging system then passed the system checkout and was found to be fully functional. The suspect gantry motion controller has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while performing testing, the imaging system was unable to perform 3d image acquisitions. The representative reported that a noise emitted during the rotor rotation similar to the rotor making unintended contact with something. An error message appeared in relation to 3d reconstruction volume. There were no reported issue with 2d image acquisitions. Restarting the imaging system did not resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.